Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced reagent probe 2 syringes, measurement syringe motor, reagent probes 1 and 2, sample probes, lamp, reagent probe 2 ultrasonic mixer and home sensor. The cse returned to the customer site. The cse rinsed the instrument with hypochlorite and replaced reagent probe 2 tubing, reagent probe 2 drain, reagent probe 1 and sample probe. The cse also replaced vacuum pump. Upon follow up the customer ran multiple valproic acid patient samples without issues. The cause of the discordant, falsely low valproic acid results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low valproic acid results were obtained on two pediatric patient samples on a dimension rxl max with hm instrument. The discordant result of patient with sample ID (B)(6) was reported to the physician(s), who questioned it as it did not match the patient's clinical picture. The result of the second patient was not reported. Sample (B)(6) was repeated on the same instrument, resulting higher. The other patient sample was repeated on an alternate dimension instrument and on the original instrument, resulting higher. The corrected result of patient (B)(6) was reported to the physicians(s). It is unknown if the corrected result of the other patient was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low valproic acid results.